Event description:
Customer alleged blood glucose results of 266 mg/dl on the advantage system compared to 68 mg/dl when testing was performed back-to-back on a professional meter. The customer reported having low blood glucose symptoms. Customer reported taking no action/treatment based on results. A request was made for the return of the suspect device; replacement product was sent.